Event description:
It was reported that a uv flash transfer set could not be connected to the titanium adapter. The adapter is still in use and displays no problems. There was patient involvement, however, there was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection, leak test, clear passage test, clamp function test, and integrity of seal test were performed with no issues noted. The interior diameter was measured and was found to be out of specification. The reported condition was confirmed via the sample evaluation. As a result, improvements were made to the mold and molding department procedures. A follow-up report will be filed if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4) . The cause of the reported condition was determined to be a manufacturing issue. A CAPA was opened to address this issue. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample is reported to be available for evaluation. Upon completion of the investigation, a supplemental report will be submitted.